Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the driver both broke during seating of the screw for an angled ti base. Patient was not affected, another driver was used to complete procedure. No further information provided.